Event description:
The customer reported that the device failed to recognize the pads ECG with first 2 sets of pads during a resuscitation. A third set used on the same device worked. The involved patient died. There is not information at this time regarding the impact of the device behavior on the patient outcome. Additional information has been requested and the investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.